Manufacturer narrative:
Other text: additional information provided in h6 and h10. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. The operator manual warnings section states: 'system delivery inaccuracies beyond plus or minus 6 percent may occur as a result of back pressure or fluid resistance, which depends upon temperature, drug viscosity, catheter size, extension set tubing (for example, microbore), in-line components (such as filters and needleless access connectors), and placing the infusion reservoir and/or pump above or below the level of the patient. System delivery inaccuracy may result in under or over delivery of medication'. The device in question would need to be returned for inspection of the pumps event log and delivery accuracy tests; there is no evidence that the pump failed to meet specifications. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the medication was not delivered from the pump to the patient. No alarms sounded on the pump during infusion. The patient was harmed as the patient did not get the treatment as ordered. The infusion was not attempted again. No patient injury. No additional information.